Event description:
Subsequent to the initially filed report, the following information was received: when pulling on the actuator knob, it was noted that resistance was felt; therefore, the actuator knob was pulled with more force. This caused the proximal end of the mandrel to retracted five inches. No additional information was provided.

Manufacturer narrative:
The device was returned. The reported difficult or delayed activation could not be tested during the returned device analysis as it was related to procedural conditions and the clip was not returned. The reported difficult actuator knob retraction and actuator mandrel protrusion/extrusion were confirmed. Additionally, the actuator mandrel was noticed to be bent at the proximal end and scratches were observed on the l-lock tabs. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported events. Additionally, a review of the complaint history identified no lot specific issue. Based on the information, a definitive cause for the reported difficult or delayed activation could not be determined. The reported actuator mandrel protrusion/extrusion was a result of the reported difficult actuator knob retraction. A cause for the reported retraction problem cannot be determined. The observed bend in the actuator mandrel is related to the reported actuator mandrel protrusion/extrusion. The observed scratches on the l-lock tabs are related to the troubleshooting performed therefore related to the reported retraction problem. The reported additional therapy/non-surgical treatment appears to be due to a result of case specific circumstances since a hemostat was used to clamp onto the proximal portion of the mandrel and pull so that clip be released. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult clip deployment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted and the leaflets were successfully grasped; therefore, the clip was attempted to be deployed. However, after pulling back on the actuator knob, the mandrel was unable to detach from the clip. It was noted that both the lock and gripper line had already been removed from the anatomy. The physician then used a hemostat and clamped onto the proximal portion of the mandrel. The actuator knob was turned an additional eight times. The delivery catheter (dc) handle was then pulled and the mandrel was successfully released from the clip. It was noted that the clip was stable on the leaflets and no tissue damage occurred. An additional clip was then implanted without issues, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.